Event description:
The lead dislodged again and was explanted.

Manufacturer narrative:
The field experience of premature battery depletion was verified in the laboratory and was due to a low battery voltage. Based on all available parameter and usage information, a longevity calculation was found to be outside expected limitations. The battery was sent to the vendor for further analysis. No anomalies were detected that could lead to internal loading. The cause of the premature battery depletion was not determined..

Event description:
It was reported that the device exhibited rapid battery depletion. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.